Event description:
The patient was referred for vns generator replacement due to intensified follow-up indicator = yes. During the surgery, the lead insulation was noted to be abraded, such that neither the outer nor inner tubing was covering the lead wiring. The surgeon wanted to wrap the exposed lead coil with something and not replace the lead since impedance was ok, but the surgeon was advised that the patient should not be left implanted with a damaged vns device. The patient underwent full revision surgery. The suspect device has not been received to date. No additional relevant information has been received to date.